Event description:
Device #2 malfunction: none. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, blood marking did not cease or significantly reduce after the foot was parked. The device was remove and a second proglide was attempted but arterial bleeding continued after the procedure. It was not specified how hemostasis was achieved. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. Device #1 proglide, part# 1267, lot#unk, is being filed under medwatch MFR report number-2953144-2008-01309.